Manufacturer narrative:
(Device code): appropriate term/code not available for device perforation and tilt. Investigation:investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to pulmonary embolism (pe) and gross hematuria. Patient is alleging device tilt, vena cava and organ perforation. Per the ivc filter placement report dated (B)(6) 2015: "impression: a cook celect inferior vena caval filter was placed with image guidance as described above. This type of inferior vena cava filter is designed to provide the option of leaving the filter in situ versus removing the filter subsequently depending on the patient's clinical circumstance." Per the review of a (B)(6) 2019ct scan of abdomen and pelvis without IV or oral contrast dated (B)(6) 2019: "positive for caval perforation. Superior extent of filter is at l 1-l2 disc space. Inferior extent superior l3 vertebral body. A total of four prongs have perforated through ivc". " maximum distance prong perforated through ivc is 4.03 mm". " coronal images show 4.02-degree tilt of filter right-to-left". "Sagittal images show 7.26-degree tilt posterior-to-anterior". "A prong has perforated aorta".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2015". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.